Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dizziness, menstrual cramps, endometriosis, multiple allergies (acetaminophen hydrocodone bitartrate tramadol) and hemorrhoids. Previously administered products included for an unreported indication: tylenol, tagamet, ketoconazole, prenatal vitamin, azithromycin, provera, keflex, codeine, folic acid, labetalol, iron and robitussin. Concurrent conditions included menses irregular, right upper quadrant pain, lower abdominal pain, erythema, blood pressure high, joint pain, chest tightness, swelling abdomen, mass, anemia, iron deficiency, morbid obesity, ovarian cyst, anal pain, rectal pain, painful defaecation, knee pain, back pain, heartburn, early satiety, fatty liver, acid reflux (oesophageal), bloating, helicobacter pylori associated gastrointestinal disease, diarrhea, vomiting, heart rate high, fistula, hidradenitis, rash, pruritus and morbid obesity. Concomitant products included amoxicillin, chlorphenamine maleate (chlor-trimeton 12 mg 12 hour allergy), clarithromycin, clotrimazole, dicycloverine hydrochloride (dicyclomine), fluoxetine, glycerol;hamamelis virginiana (tucks), hydrochlorothiazide, loratadine, naproxen, omeprazole, omeprazole (prilosec), pseudoephedrine hydrochloride, ranitidine hydrochloride (zantac), sucralfate (carafate) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain/lower belly pain"), anxiety ("anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), eye disorder ("vision/eye problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), pain in extremity ("location of pain: extremities"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesion"). The patient was treated with bupropion, ibuprofen, triamcinolone and surgery (bilateral salpingectomy, robotically assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, panic attack, psoriasis, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, weight increased, alopecia, endometriosis and pelvic adhesions outcome was unknown and the abdominal pain, dyspareunia, back pain and pain in extremity was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic adhesions, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: three coils were seen bilaterally. Discrepancy in removal already provided, however as per the current version, essure s still not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Mammogram on (B)(6) 2015: result: bilateral digital mammogram revealed, there is a mild amount of mildly dense slightly heterogeneous fibro glandular tissue bilaterally, low lying lymph nodes in the axillary tail region of both breasts. These have a very benign appearance. Benign type of calcifications are present. Pregnancy test on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed n patient¿s medical records: pelvic pain, dysmenorrhea, vaginal bleeding, hypertension, nausea, anxiety, menorrhagia, headache, fatigue, abdominal pain. Most recent follow-up information incorporated above includes: on 8-jul-2020: fu 4 and 5 were processed together. Pfs received : case has become serious incident. New events added: lower back pain, location of pain: extremities. Event weight fluctuation updated to weight gain. Event received from mr: endometriosis, pelvic adhesion. Event outcome were added. Patient history, concomitant drugs were added and reporter information were updated. Event of she did not undergo essure confirmation test deleted. On 9-jul-2020: fu 4 and 5 were processed together. Pfs received : case has become serious incident. New events added: lower back pain, location of pain: extremities. Event weight fluctuation updated to weight gain. Event received from mr: endometriosis, pelvic adhesion. Event outcome were added. Patient history, concomitant drugs were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dizziness, menstrual cramps, endometriosis, multiple allergies (acetaminophen hydrocodone bitartrate tramadol) and hemorrhoids. Previously administered products included for an unreported indication: tylenol, tagamet, ketoconazole, prenatal vitamin, azithromycin, provera, keflex, codeine, folic acid, labetalol, iron and robitussin. Concurrent conditions included menses irregular, right upper quadrant pain, lower abdominal pain, erythema, blood pressure high, joint pain, chest tightness, swelling abdomen, mass, anemia, iron deficiency, morbid obesity, ovarian cyst, anal pain, rectal pain, painful defaecation, knee pain, back pain, heartburn, early satiety, fatty liver, acid reflux (oesophageal), bloating, helicobacter pylori associated gastrointestinal disease, diarrhea, vomiting, heart rate high, fistula, hidradenitis, rash, pruritus and morbid obesity. Concomitant products included amoxicillin, chlorphenamine maleate (chlor-trimeton 12 mg 12 hour allergy), clarithromycin, clotrimazole, dicycloverine hydrochloride (dicyclomine), fluoxetine, glycerol;hamamelis virginiana (tucks), hydrochlorothiazide, loratadine, naproxen, omeprazole, omeprazole (prilosec), pseudoephedrine hydrochloride, ranitidine hydrochloride (zantac), sucralfate (carafate) and tramadol. On (B)(6)2013, the patient had essure inserted. On (B)(6)-2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain/lower belly pain"), anxiety ("anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), eye disorder ("vision/eye problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), pain in extremity ("location of pain: extremities"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesion"). The patient was treated with bupropion, ibuprofen, triamcinolone and surgery (bilateral salpingectomy, robotically assisted laparoscopic total hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, panic attack, psoriasis, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, weight increased, alopecia, endometriosis and pelvic adhesions outcome was unknown and the abdominal pain lower, dyspareunia, back pain and pain in extremity was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic adhesions, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: three coils were seen bilaterally. Discrepancy in removal - removal already provided, however as per the current version, essure s still not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on(B)(6)2013: total bilateral occlusion. Mammogram - on (B)(6)2015: result: bilateral digital mammogram revealed, there is a mild amount of mildly dense slightly heterogeneous fibro glandular tissue bilaterally, low lying lymph nodes in the axillary tail region of both breasts. These have a very benign appearance. Benign type of calcifications are present.. Pregnancy test - on (B)(6)2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed n patient¿s medical records: pelvic pain, dysmenorrhea, vaginal bleeding, hypertension, nausea, anxiety, menorrhagia, headache, fatigue, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dizziness, menstrual cramps, endometriosis, multiple allergies (acetaminophen hydrocodone bitartrate tramadol) and hemorrhoids. Previously administered products included for an unreported indication: tylenol, tagamet, ketoconazole, prenatal vitamin, azithromycin, provera, keflex, codeine, folic acid, labetalol, iron and robitussin. Concurrent conditions included menses irregular, right upper quadrant pain, lower abdominal pain, erythema, blood pressure high, joint pain, chest tightness, swelling abdomen, mass, anemia, iron deficiency, morbid obesity, ovarian cyst, anal pain, rectal pain, painful defaecation, knee pain, back pain, heartburn, early satiety, fatty liver, acid reflux (oesophageal), bloating, helicobacter pylori associated gastrointestinal disease, diarrhea, vomiting, heart rate high, fistula, hidradenitis, rash, pruritus, morbid obesity, anxiety and panic attacks. Concomitant products included amoxicillin, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2012 to (B)(6) 2015, chlorphenamine maleate (chlor-trimeton 12 mg 12 hour allergy), cimetidine (tagamet), clarithromycin, clotrimazole, dicycloverine hydrochloride (dicyclomine), fluoxetine, folic acid from (B)(6) 2013 to (B)(6) 2019, glycerol;hamamelis virginiana (tucks), hydrochlorothiazide, iron from (B)(6) 2013 to (B)(6) 2019, ketoconazole (ketokonazole hasco) from (B)(6) 2012 to (B)(6) 2012, labetalol, loratadine, medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013, naproxen, omeprazole, omeprazole (prilosec), paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2014, pseudoephedrine hydrochloride, ranitidine hydrochloride (zantac), sucralfate (carafate) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain/lower belly pain"), anxiety ("anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), eye disorder ("vision/eye problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), pain in extremity ("location of pain: extremities"), endometriosis ("endometriosis"), pelvic adhesions ("pelvic adhesion") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with bupropion, ibuprofen, triamcinolone and surgery (bilateral salpingectomy, robotically assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, panic attack, psoriasis, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, weight increased, alopecia, endometriosis, pelvic adhesions and vision blurred outcome was unknown and the abdominal pain lower, dyspareunia, back pain and pain in extremity was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic adhesions, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: three coils were seen bilaterally. Discrepancy in removal - removal already provided, however as per the current version, essure s still not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2015: result: bilateral digital mammogram revealed, there is a mild amount of mildly dense slightly heterogeneous fibro glandular tissue bilaterally, low lying lymph nodes in the axillary tail region of both breasts. These have a very benign appearance. Benign type of calcifications are present.. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed n patient¿s medical records: pelvic pain, dysmenorrhea, vaginal bleeding, hypertension, nausea, anxiety, menorrhagia, headache, fatigue, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Patient information (dob) was updated. Patient's other relevant history were added. Events " vision/eye problems type: blurry vision was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dizziness, menstrual cramps, endometriosis, multiple allergies (acetaminophen hydrocodone bitartrate tramadol) and hemorrhoids. Previously administered products included for an unreported indication: tylenol, tagamet, ketoconazole, prenatal vitamin, azithromycin, provera, keflex, codeine, folic acid, labetalol, iron and robitussin. Concurrent conditions included menses irregular, right upper quadrant pain, lower abdominal pain, erythema, blood pressure high, joint pain, chest tightness, swelling abdomen, mass, anemia, iron deficiency, morbid obesity, ovarian cyst, anal pain, rectal pain, painful defaecation, knee pain, back pain, heartburn, early satiety, fatty liver, acid reflux (oesophageal), bloating, helicobacter pylori associated gastrointestinal disease, diarrhea, vomiting, heart rate high, fistula, hidradenitis, rash, pruritus, morbid obesity, anxiety and panic attacks. Concomitant products included amoxicillin, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2012 to (B)(6) 2015, chlorphenamine maleate (chlor-trimeton 12 mg 12 hour allergy), cimetidine (tagamet), clarithromycin, clotrimazole, dicycloverine hydrochloride (dicyclomine), fluoxetine, folic acid from (B)(6) 2013 to (B)(6) 2019, glycerol;hamamelis virginiana (tucks), hydrochlorothiazide, iron from (B)(6) 2013 to (B)(6) 2019, ketoconazole (ketokonazole hasco) from (B)(6) 2012 to (B)(6) 2012, labetalol, loratadine, medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013, naproxen, omeprazole, omeprazole (prilosec), paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2014, pseudoephedrine hydrochloride, ranitidine hydrochloride (zantac), sucralfate (carafate) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("abdominal pain/lower belly pain"), anxiety ("anxiety"), panic attack ("panic attacks"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems") and back pain ("lower back pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), eye disorder ("vision/eye problems") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), pain in extremity ("location of pain: extremities"), endometriosis ("endometriosis"), pelvic adhesions ("pelvic adhesion") and vision blurred ("vision/eye problems type: blurry vision"). The patient was treated with bupropion, ibuprofen, triamcinolone and surgery (bilateral salpingectomy, robotically assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, panic attack, psoriasis, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, weight increased, alopecia, endometriosis, pelvic adhesions and vision blurred outcome was unknown and the abdominal pain lower, dyspareunia, back pain and pain in extremity was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, cystitis, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic adhesions, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: three coils were seen bilaterally. Discrepancy in removal - removal already provided, however as per the current version, essure s still not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Mammogram - on (B)(6) 2015: result: bilateral digital mammogram revealed, there is a mild amount of mildly dense slightly heterogeneous fibro glandular tissue bilaterally, low lying lymph nodes in the axillary tail region of both breasts. These have a very benign appearance. Benign type of calcifications are present. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were confirmed n patient¿s medical records: pelvic pain, dysmenorrhea, vaginal bleeding, hypertension, nausea, anxiety, menorrhagia, headache, fatigue, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.